Event description:
Additional information was received from the patient. It was reported that the patient lowered stimulation to 2.2 volts and has an appointment with the healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported feeling a shocking/zapping sensation when placing the communicator over the stimulator. The patient¿s family member also stated the communicator had a hard time connecting to the handset the last couple of times they have used it. They talked to the manufacturer representative (rep) who had told them to call patient services. It was reported that the patient has had falls where they have landed on their side, and on the stimulator. Troubleshooting was unable to be performed on the call as the patient was feeling shocking when trying to connect to the implant. An email was sent to the repair department, and the patient was sent a replacement communicator. The patient called back on (B)(6) 2020 to report that they received the replacement device, and it did not resolve the problem. The patient was going to follow up with their managing health care professional (hcp) regarding their concerns and the fall. No further complications were reported at this time.